Manufacturer narrative:
The ge rep conducted an onsite investigation. The rep reseated the sata connection. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system displayed a cine disk unavailable error message. No pt injury was reported.